Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was a question of whether the shocks coils could be reused with a new pacing lead. The patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated pacing impedance and elevated sensing integrity counter (sic) counts. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.